Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was returned, however, a photograph was provided for review. Review of the provided photo confirmed the reported event. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After case was completed and scrub tech was disassembling the shims from the spacer block one of the pegs and spring broke off. The case was done so it never was reused on a patient. The broken pieces were found and thrown away.